Manufacturer narrative:
We received one flotrac kit for examination. No priming solution was visible inside of the kit. The reported event was not confirmed. Both the flotrac and dpt sensors zeroed and sensed pressure accurately on the vigileo and pressure monitor. No error message was noticed on the monitors. Pressure reading was also stable during 8 hour output drift test. Electrical testing also showed that both input and output impedances were within specifications. Zero-offset also met specification no leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that the flotrac sensor provided hemodynamic values that did not correspond to the patient status. However, the device had been working correctly for an hour. There was no error message displayed and it was not possible to zero the device. Furthermore, the patient was not treated according to the inaccurate values displayed. There was no allegation of patient injury. The dpt is available for evaluation.